Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump, assisted in the reset process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to report if any further malfunction codes appear.